Event description:
It was reported that there were issues with the implantable neurostimulator 97715 intellis adaptivestim pain, specifically involving difficult or intermittent communication between the device and the recharger. It was hard to keep the connection while charging and hard to obtain the initial connection to charge. The device remains implanted and in service.  The rep noted there would be an ins pocket revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-30 the rep reported they were only told that the battery was in an uncomfortable location and the pt wanted it moved somewhere more comfortable. The rep stated they were not aware that the pt was having difficulty with recharging.